Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was having an ablation procedure. Initially the field representative turned the tachy therapy off and no changes were made to the dddr pacing mode. However, during the procedure, the device was inhibiting pacing so was reprogrammed to asynchronous pacing, but again pacing inhibition was observed. Finally, electrocautery mode was programmed on and no further issues were noted. The field representative discussed the observations with boston scientific technical services (ts) and the reason this occurred was discussed; the impulse from the ablation procedure was oversensed by the device and impacted pacing therapy to the patient. There was no negative impact to the patient and the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.